Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. On an unreported date one month prior to receipt of this report, pd therapy was discontinued and hemodialysis was initiated. At the time of this report the patient remained hospitalized and was not recovered from the peritonitis event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.